Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and suture was used. The very tip of the needle came off while passing through the tissue. The needle fragment was not removed from the patient because it was to small. An x-ray was not performed to find the fragment. Another like device was used to complete the procedure. The patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.